Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 404 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and manual bolus for high blood glucose. Customer stated they did contact their health care professional regarding high blood glucose. Customer experienced continuous urination. Customer stated insulin pump had multiple insulin flow blocked alarm. Based on customer report customer does allege insulin pump was under delivering. Reason why customer alleging possible under delivery was continuous high blood glucose. Customer stated auto mode feature was not active at the time of incident. The insulin pump and reservoir will not be returned for analysis.